Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous common iliac artery extending to the external iliac artery. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was selected to dilate the lesion. The balloon was inflated twice. The first inflation was to 6 atmospheres during the second inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).